Event description:
It was reported that impedances of >4000 ohms measured on all combinations with electrode #6. The implantable neurostimulator (ins) was subsequently explanted due to normal battery depletion. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Extension model 748251 (B)(4) implanted: 2006(B)(6) explanted: unk, extension model 748251 (B)(4) implanted: 2006(B)(6) explanted: unk, lead model 3387-40 lot# j0444274v implanted: 2006(B)(6) explanted: unk, lead model 3387-40 lot# j0444274v implanted: 2006(B)(6) explanted: unk. This device was being used in a clinical trial noted as (B)(4). Analysis of neurostimulator model 7428 (B)(4) showed no significant anomalies. There was no output and no telemetry observed which was assumed to normal end-of-life (eol).